Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. This report is in reference to the ipg for the thoracic scs system. It was reported the patient's scs system was explanted due to wound dehiscence at the patient's ipg site. Cultures were taken but the results are unknown. Also, the patient was given antibiotics as a precaution.